Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 300 to 400 mg/dl at the time of the incident. Another blood glucose level was 371 mg/dl. The customer stated that the symptoms related to high blood glucose such as breathing diffculty. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer tried to delivered insulin but still high blood glucose. The insulin pump and reservoir will not be returned for analysis.frn-mmt-332-rsvr, unomed inf set.